Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/15/2022, it was reported by a sales representative via email that an ar-8500rfoe retractable flushcut burr has broken off in the patient's shoulder. Surgeon was able to remove the broken tip. This was discovered during a procedure.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the distal end of inner tube had broken. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force, misaligned insertion and/or prying/leveraging the device during use.

Event description:
Additional information received on 12/16/2022: this was discovered during a shoulder arthroscopy procedure on (B)(6) 2022. Per sales representative, two ar-8500rfoe retractable flushcut burr broke consecutively during the procedure. All broken fragments from both burr's were retrieved from inside the patient.